Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It was confirmed in the information from olympus that the user uses simethicone via the biopsy channel which was likely the cause of the foreign material in the air/water cylinder and tube. There was no damage found at the location and it is likely that improper reprocessing occurred. A definitive root cause cannot be determined. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.